Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult during the procedure due to the anatomy. One clip was implanted, reducing mr to 2. At a later date the patient returned and a transesophageal echocardiography (tee) performed showed the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. Treatment will be planned at a later date. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the mitraclip instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.